Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device insulation came apart. A piece from the electrode fell into the patient cavity and was not found. There was no patient injury at the time of the incident.